Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements. At the recent follow-up, the measurement was 137 ohms; however, the measurements had reached as high as 160 ohms. The field representative discussed the issue with the physician and reported that a lead revision was being considered. At the time, the physician did not have the implant date for this device, or the model/serial or manufacturer information for the associated right ventricular (rv) lead. No adverse patient effects were reported. The field representative discussed this case further with the physician. The patient has been hospitalized for a long period of time because of reasons unrelated to the implanted device. The physician went through all the patient's documentation and was not able to find the implant date for the device, or the details of the implanted leads. No lead revision was planned, as it was reported the patient's condition was terminal. Therefore, the cause of the high, out-of-range shock impedance measurements could not be determined. No adverse patient effects related to the implanted device were reported.

Manufacturer narrative:
Available information indicates the device and lead remain implanted and in service, pending a possible lead revision. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements. At the recent follow-up, the measurement was 137 ohms; however, the measurements had reached as high as 160 ohms. The field representative discussed the issue with the physician and reported that a lead revision was being considered. At the time, the physician did not have the implant date for this device, or the model/serial or manufacturer information for the associated right ventricular (rv) lead. No adverse patient effects were reported.